Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the top jaw broke off while closing on tissue. There were no patient consequences. Case completed with ligasure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.